Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer experienced high blood glucose of 400 mg/dl. The customer also stated that, the charger is not working. The device will not be returned for analysis. Frn-unk-rsvr, unomed.inf.set.

Manufacturer narrative:
(B)(4). The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
To update harm and treatment code to reflect 1905 and reason code z101.